Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The review of the black box data showed a process communication diagnostic test alarm error following an attempted rewind. An unexplained power reboot followed the clearing of the call service alarm error. The battery and cartridge caps were not returned for investigation. All testing was performed with test caps. The battery cap was unable to fully tighten. The pump was exercised with a test battery cap for 24 hours with no power interruptions, therefore, investigators were unable to duplicate the alleged no power event during testing. Unrelated to the original complaint, the display was dim and discolored. The battery compartment was cracked. In addition, the pump case was cracked. Upon removal of the pump case, evidence of moisture contamination was noted inside the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).